Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/24/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline prostheses experienced bilateral capsular contracture of unknown baker grade post procedure. At the time of this report, mentor has received no information regarding explantation or expected explantation date. This report is for the right breast prosthesis. See manufacturer report number 1645337-2018-06746 for the contralateral prosthesis.

Manufacturer narrative:
On 16-aug-2021, mentor received additional information about this event. The patient also experienced right-sided deflation, and will undergo bilateral explantation on (B)(6) 2021. It was also learned that the date of onset for capsular contracture was in 2014. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This report is for the right-sided device. Field d6b explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8-sep-2021, the device was returned to mentor for investigation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view extending to the posterior view. Leak testing was performed according to the mentor procedure, and it identified a tear on the anterior view within the crease/fold measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. On 7-oct-2021, mentor became aware that the b2 required intervention was inadvertently left unchecked in the previous report. This field has been updated appropriately. Manufacturer's reference number: (B)(4). B2 required intervention was mistakenly not checked in the previous report. The field has been updated.